Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported by the patient that they had not charged their implantable neurostimulator (ins) in 4-5 months and it was unable jump started about 4-5 months. This was the first time the ins had been empty. It was also noted that the patient had been in and out of the hospital, for unrelated reasons, sometimes admitted for a week at a time and they did not charge while in the hospital. A physician mode recharge (pmr) was reportedly attempted several months ago however the date and details were unknown. The patient consulted with their physician and was scheduled for an ins replacement, the ins was replaced on (B)(6) 2015. It was unknown if this was the patient's first overdischarge at the time of the report. It was noted that the ins would be returned for analysis. At the time of the report the patient was alive with no injury. Other relevant medical history contains, spinal pain and failed back surgery syndrome. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the device to have a reduced battery capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 140. The last recorded recharge session performed while the device was implanted was on (B)(6) 2014. The device was recharged for 2 minutes and the battery voltage did not change. The parameter trend diagnostic section of the trace report shows patient usage during this session. The battery discharged to the lock mode on (B)(6) 2014. A recharge session was not performed on the device until it was received for analysis after (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.